Event description:
It was reported that one of the legs had fractured or dislodged from the top and was stuck permanently in the patient. The filter was placed at another facility and no other information regarding the date of the initial placement was available. It was indicated that the physician attempted to remove the leg but he stated it was permanently stuck. Patient outcome was not provided by reporter.

Manufacturer narrative:
(B)(4). This report is stilll under investigation. The filter will be sent to force technology for analysis.